Event description:
It was reported that a volume discrepancy was noted. The actual residual volume of 18 mls was greater than expected residual volume of 4 mls. The patient "isn't doing better, but isn't doing worse". Troubleshooting was being considered. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).